Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that a (B)(6) years old male patient, with bmi=(B)(6) and medium activity level, was implanted with an allofit hip system in (B)(6) 2003 (assumed date: (B)(6) 2003) and underwent a revision surgery on (B)(6) 2017 due to inlay breakage. Review of received data: one ap view and one lat view x-ray dated (B)(6) 2016 were received for the investigation. The quality of the x-rays is not very good to make a detailed analysis. However, it is clear that the ceramic liner is already broken and disassociated into multiple parts. The inclination angle of the cup seems to be smaller than the normal value ranges, however, since the cup is unknown no further comment can be done regarding this point. Ap view x-ray hints to a possible tilting of the stem tip laterally. Due to absence of prior x-rays it is not possible to comment further about this as well. Devices analysis: visual examination: insert: the ceramic insert cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event. Thus, it does not provide any information about the cause of the fracture. Furthermore, metal transfer can be found on the rim of the insert. This metal transfer might indicate impingement between the metal stem and the ceramic component. However, it cannot be decided clearly, whether this metal transfer occurred prior to or after the primary fracture event. The fragments have been rubbed against each other in time between the time periods from primary fracture event until the start of this investigation. Due to this mechanism, secondary chip offs occurred on the fracture surfaces. Therefore, further information probably got lost which might have been helpful in the failure analysis. Ball head: the ceramic head is not broken. There are metal transfer patterns of erratic appearance on the outer surface, on the face and on the outer chamfer of the ball head which are clearly assigned to secondary effects, i.e. Rubbing between ceramic and metal parts after the fracture event of the insert and during the extraction of the ball head. Such patterns do not provide any information about the cause of the fracture of the insert. In the case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) in the region of the transition angle over the whole circumference are expected. These primary metal transfer patterns can be found with varying intensity on the conical bore surface. On the polished surface of the ball head an area of small breakouts can be found, the occurrence of these breakouts is a consequence of recurring contact with the fragments of the insert after the primary fracture event over a long time prior the revision surgery. On the outer surface of the ball head and on the inner sphere of the insert a clearly restricted area with increased wear can be found. These wear zones potentially have been caused by ceramic fragments which got into the bearing and were grinded further. Pe-shell: abrasion on the inner sphere of the pe-shell indicates a contact with the broken fragments of the insert over a long time prior the revision surgery. Areas of extensive metal transfer can be found on the polished surface of the ball head. The occurrence of this metal transfer can be a consequence of an intensive contact with metal particles generated by impingement or a contact with the metal shell after the primary fracture event of the ceramic insert. Measurements: the density was determined on the fragments of the insert. The measured density is complying with the delivery specification for biolox forte components. There was no permission for destructive analysis. Thus, the mean grain size could not be determined. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. The design of the cerasul alpha inserts manufactured after october 2006 have been updated with the improvement of the surface roughness of ceramic inlay in order to increase the stability of the ceramic inlay in pe. Root cause analysis: root cause determination using dfmea: - oxidation of the pe, delamination, brittle, aging of the insert due to irradiation of the insert (gamma sterilisation) . => not possible: certified irradiation process of the insert. - detachment of the sandwich construction due to impingement with stem => possible: observed metal transfer on the rim of the insert might indicate impingement - fracture/ damage of the ceramic inlay due to impingement with stem => possible: observed metal transfer on the rim of the insert might indicate impingement - increased wear, loosening or fracture of components due to patient with high body weight => not possible: patient is (B)(6), with medium built. Conclusion summary: for the investigation of the complaint we have received a broken ceramic insert, unbroken ceramic ball head and pe-liner. The density of the insert was analysed and found to be complying with the delivery specification for biolox forte components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. The ball head and the pe-liner does not provide any hint regarding a possible cause of the failure of the insert. Investigation of the insert showed that the metal transfer on the rim of the insert might indicate impingement. However, since there are no x-rays taken right after the implantation, it is not possible to compare the first and final situation regarding the position of the stem which might have provided any hint whether the stem subsided or since from the beginning the stem was in contact with the ceramic insert. Therefore, it cannot be decided clearly, whether this metal transfer occurred prior to or after the primary fracture event. Due to missing fragments and secondary damages, it cannot be drawn any conclusion regarding the root cause for the fracture of the insert. However, as the insert in this complaint was manufactured before the release of new revision on october 2006, lesser stability of the ceramic inlay in pe is most likely the reason for the reported failure of the sandwich component. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cerasul head, s, 28/-3.5, taper 12/14 on the right side on (B)(6) 2003. It is stated that the inlay broke and therefore a revision surgery is scheduled ((B)(6) 2017).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. Patient was revised on (B)(6) 2017 and it was mentioned, that the product will now be returned for investigation. Where lot numbers were received for the device(s), the device history record were reviewed and found to be conforming. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cerasul head, s, 28/-3.5, taper 12/14 on the right side on (B)(6) 2003. It is stated that the inlay broke. The patient underwent a revision surgery on (B)(6) 2017 due to inlay breakage. Note:since the exact day of implantation was not provided, the first day of the month was taken in consideration as the implantation date.